Event description:
The pt reported that her blood glucose readings have been elevated for the past five days ranging from 200 mg/dl to 320 mg/dl. She stated that she replaced the cartridge using insulin from a new vial, she replaced the infusion set twice in the past few days, she denied problems with the cannulas when removed, and she confirmed that she rotates infusion sites. Review of the pump history with the pt indicated that all boluses were delivered as programmed, basal totals were accurate for the past three days and there were no relevant alarms. The pt stated that the bolus totals were increased above usual amounts due to the elevated blood glucose. Although the pump review revealed no insulin delivery defect or other malfunction, the pt stated that she does not trust that this pump is delivering insulin correctly. She refused to use the pump again.

Manufacturer narrative:
There is no adverse event associated with this complaint. The pump has been returned to animas. Evaluation has not yet been completed. When evaluation is complete, a supplemental report will be filed. No conclusion can be made at this time.